Manufacturer narrative:
To date the lot number has not been provided to surgical specialties corporation therefore a review of the lot records cannot be performed at this time. The needle is an ethicon component. No samples were returned for testing or review. There were no retained samples available for testing. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. Without reviewing the actual broken needle, receiving magnified photos of the broken device, testing sterile devices from the same finished good lot or receiving details regarding the tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Event description:
Our distributor is reporting that the needle broke during endoscopic gynecological hysteromyoma. The broken piece fell inside of patient. It was retrieved with the use of an x-ray. Surgery was delayed for about 30 minutes. The patient is reportedly stable now.